Manufacturer narrative:
Correction: d2. The customer was contacted for return of the suspect product. The customer has responded, indicating their zoll device specialist evaluated the unit in question and it was returned to service. The product will not be returning to zoll as it is working now.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "self check failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.